Event description:
The facility's nurse educator reported to baxter (B)(4) that a y-type catheter extension set was leaking at one side of the y right above the junction. The drug being administered was doxorubicin being infused via an IV push with a syringe. The leak was noted approximately 1-1.5 minutes after start of the IV push. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. A lot number of ur11j24015 was noted upon sample receipt. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received out of the pouch for evaluation. Visual inspection showed that the sample had been primed. Because the sample was contaminated with chemo a limited evaluation was performed under a hood. The evaluation consisted of a visual inspection and a pressure test using a 50ml syringe. A visual inspection of the returned sample showed no obvious defects. To simulate use and for functional testing, a 50ml syringe filled with water was attached to the female luer and manually depressed. This identified a channel leak towards the center portion of the y junction from one of the inlet ports. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA.